Manufacturer narrative:
Comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 6.7, 2.7, ref: 7.4, mean: 5.6-. Calculated mean for reported results is greater than 5.0, and the difference between the results is greater than 2.2. The results are considered discrepant beyond the documented variability for pt/inr testing. Further testing was pursued. User also reported a non-specific result (4.n) from same period. Since this value is not specified precisely, no further comparative analysis can be performed. User also reported same finger-stick was used successively for all three tests performed. This technique issue may be root cause. No product associated with the complaint was expected to be returned. In-house therapeutic donor testing was performed on (B)(6) 2012 with reported lot #257060. Results as follows: donor: #1, inratio results: 2.0, 2.2, 2.3, reference: 1.78, bias threshold: 1.28 - 2.28, %cv: 7.05. Donor: #2, inratio results: 3.1, 3.2, 3.1, reference: 2.90, bias threshold: 1.90 - 3.90, %cv: 1.84. Two out of three replicates for the first donor and all replicates for the second donor are within acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision has been met. No further investigation is necessary. (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one pt. Results as follows: date: not given, inratio: 6.7, 4.n, 2.7, lab: 7.4. Repeated three times. Nurse performed one finger-stick and used that same finger stick for all three tests.